Event description:
It was reported that the ilet bionic pancreas generated recurring alert 38 events multiple times per day despite restarts and a full supply change, after which the user discontinued use and reverted to insulin pens; a replacement device was provided and the reported unit was returned. Symptoms included hyperglycemia up to 239 mg/dl for about one hour and an upset stomach. Outcomes included the need for backup insulin injections; there was no professional medical intervention and no hospitalization. Investigation included complaint handling with user troubleshooting and arrangements for device return. Investigation of this device revealed a recurrence of a device alarm consistent with a device malfunction; no sensor or infusion set issue was identified by the user, and the affected ilet unit was replaced. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.